Event description:
It was reported that difficulty was encountered upon deployment of the titanium greenfield vena cava filter during the implant procedure. The device was advanced under fluoroscopy and released in the target area. Following deployment the physician observed that the filter looked "unusual." The filter was removed from the pt and a new filter successfully implanted. No pt injuries or complications were reported.